Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the patient has not used the stimulator for over a year because the implant battery was dead. The caller stated that they could not get the implant to recharge so they just went without it and it has not been a problem since pain wise it hasn't made any difference so they ignored it and left it in there. The patient is having memory problems and they did a cat scan of her head and they found something but they thought it would be a good idea to have an MRI done for a deeper look. Agent reviewed ins in possible overdischarge state and recommend patient consult with hcp ofc for next step. Caller called back and mentioned previous information documented in this case. Caller mentioned the patient had neurological issues and confusion so they were at the ER at the other day. Multiple tests were done but the CT scan showed nothing wrong. Patient needed a head MRI. Agent reviewed implant longevity and redirected caller to the patient's hcp. Caller mentioned patient may have dementia. The implant and leads were still implanted inside the patient. Caller asked agent if the patient wouldn't be able to do an MRI if the leads were left inside. Caller mentioned the leads had probably grown into their spine. Caller also mentioned that the battery could already reached it's life. Caller just asking if they can have a representative come at the nursing home or it should be in a clinic. Caller said they suspect the implant has reached end of life and asked if the patient would be able to access MRI mode if that was the case. Agent reviewed an implant in eos would not be able to access MRI mode. Caller asked what the next step would be if that was the case and they weren't able to get the implant charged again, agent reviewed doctor would fill out MRI eligibility form.

Manufacturer narrative:
Continuation of d10: product ID 377760 lot# v015321 implanted: (B)(6) 2007 product type lead product ID 377760 lot# v015329 implanted: (B)(6) 2007 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 377760, serial/lot #: (B)(6), ubd: 21-nov-2010, UDI#: (B)(4); product ID: 377760, serial/lot #: (B)(6), ubd: 21-nov-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.